Manufacturer narrative:
Innovative health became aware on 16-jul-2025 of a report of a reprocessed viewflex xtra ice diagnostic ultrasound catheter that was bent and had reported issues with the ultrasound transducer. More information was obtained from the customer and it was confirmed that the tip bent during the procedure. No patient injuries were reported. No review of the process control record was completed as the serial number of the device is unknown. The device was discarded by the facility and therefore was not returned for investigation so no further investigation into this device could be completed by innovative health.

Event description:
The devices was reported to have been received damaged and non-functioning. Two images were provided of the device, one with a fracture and one with console transducer diagnostics displayed.